Event description:
It was reported to resmed that an astral device failed to complete its internal self-test with a newly installed pneumatic block. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The pneumatic block was replaced to address the issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test with a newly installed pneumatic block. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device pneumatic block was returned to resmed for an investigation. Performance testing confirmed the reported complaint. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to an isolated component failure within the device pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr -(B)(4).